Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with reflin (500 milligrams, frequency and route not reported) and fortum (500 mg, frequency and route not reported) for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.